Event description:
Patient had a left total knee replacement in 1995. Patient had been experiencing pain in left knee, x-rays revealed polyethylene wear laterally. Patient was taken to the or and had a replacement of the tibial component of the left total knee.